Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet pump displayed alert 36 indicating an invalid hall sensor state, after which the user was instructed to perform a restart and therapy resumed with saved settings; the user experienced hyperglycemia to 386 mg/dl for approximately four hours without use of backup therapy or ketone testing and without medical intervention, and the alert did not recur after restart. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a mechanical problem consistent with an invalid hall sensor state. It was concluded, based on previously established findings for similar reports, that the cause was a manufacturing deficiency.